Event description:
It is reported that on december 9, 2005, the patient was brought to the o.r. With a dislocation of the left hip. Attempted realignment in the o.r. Was unsuccessful. Surgery was performed and a decision was made to replace the femoral head with a larger size. The previous hip replacement was performed at another facility on an unknown date.